Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window. The reservoir locked properly into reservoir compartment.

Event description:
Customer's mother reported via phone call that the top piece on the reservoir compartment came off. Customer's blood glucose was unknown. Reservoir would not stay in place. O-rings were missing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.